Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the device evaluation, a broken bur was found within the drill attachment. The cause of the bur breakage is unk; however, the investigation is on-going. The device could not be repaired and therefore was not returned to the user facility. A follow up report will be submitted if the investigation results require.

Event description:
It was reported that a bur broke and remained stuck in the drill attachment. There was no pt involvement, no report of user injury, and no adverse consequences were alleged from this event. No additional information is available at this time from the user facility.